Event description:
It was reported that low defibrillation impedance was observed on the right ventricular lead. No intervention was performed, the lead remains implanted and will continue to be monitored. The patient was stable.